Event description:
It was reported that the 9900 system stopped fluoroing and displayed communications failed error message. System required reboot to continue case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a proactive measure reloaded software to eliminate any possible hard drive corruption. The system was tested and found to be working as intended and placed back into service.